Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a battery out limit alarm. Customer tried to reset it and removed the battery for a few minutes. Customer stated that the buttons were not responding. Customer does not have his meter with him because he is at a friend's house. Customer was trying to suspend the pump to take a shower but the buttons were not responding. Customer wants to troubleshoot for the keypad issue. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined to return the pump.